Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6: the received locking insert f/aiming arm shows wear signs at the connection and the upper ring is bent upwards. The complaint condition could be replicated, as the deformation is preventing a proper connection to a mating device. The investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no dimensional inspection is needed. However, the relevant feature (distance between the outer faces of the rings) was checked at the time of manufacturing and no non-conformities were documented. The returned locking insert was manufactured in december 2018 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. The locking insert was examined, and the complaint condition was able to be confirmed as the deformation of the upper ring is preventing a proper connection to a matching aiming arm. The review of the production history revealed that this locking insert was manufactured according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. No manufacturing related issues that would have contributed to this complaint were found; the damage occurred is determined to be post production/acceptance criteria's. This complaint condition is most likely a result of high applied mechanical strain. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: part: 03.037.015 / produced as sub-component with part number 60082593. Lot: l641483. Manufacturing site: (B)(4). Release to warehouse date: 08 dec 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, during a tfn-advanced proximal femoral nailing system (tfna) procedure, the aiming arm locking device was blocked. The procedure was completed successfully using another same like instrument that was available. The sales consultant had tested the instrument and confirmed that it was blocked. There was a surgical delay of unknown minutes to obtain the other instrument. There was no patient consequence reported. Patient outcome is good. This report is for one (1) aiming arm locking device. This is report 1 of 1 for complaint (B)(4).